Event description:
At 3 years and 5 months from the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon opened up the patient and observed that both the tibial tray and femoral component were loose. The cause of the loose implants is unknown. The surgeon revised the femoral component, tibial tray, and poly with competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 1906836: 31 items manufactured and released on 07-nov-2019. Expiration date: 2024-10-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot 1904613: 50 items manufactured and released on 25-sept-2019. Expiration date: 2024-09-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review. Gmk-sphere 02.12.0414fl tibial insert fixed sphere flex size 4/14 mm l (k121416) lot 184217: 25 items manufactured and released on 18-jul-2018. Expiration date: 2023-07-04. No anomalies found related to the problem. To date, 19 items of the same lot have been sold with no similar reported event during the period of review.